Event description:
It was reported that during a supply change the user removed the cartridge and found the plunger stuck inside the reservoir, with subsequent difficulty disconnecting and reinserting after a rewind; troubleshooting determined the cartridge was overfilled causing the plunger to protrude and stick, and the user successfully removed the plunger with tweezers before being guided through proper supply change steps. Investigation of this case revealed a mechanical problem associated with the reservoir component and characterized as a failure to disconnect during handling due to overfilling and plunger position. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no injury, health consequences or impact, and blood glucose was not affected. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.